Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the image was inverted. There was damage observed on the endoscope's adapter. The procedure was completed robotically with no patient injury or procedure delay. The camera worked after it was re-plugged.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) confirmed with the site and no other issues with the endoscope were confirmed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an issue with their camera. The customer stated that when they installed the endoscope, it flipped on them. The customer redocked the camera and continued. The tse reviewed the logs but found no related issue. The tse explained the camera collar would affect the orientation upon install of the camera. The customer would let the staff know and the call ended. The procedure was completing as planned with no reported injury.